Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drglead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8562942. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to the drg lead having migrated. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Correction: section b5 - the event description should have read in the initial report: it was reported the patient lost effective coverage due to the drg lead having migrated. Surgical intervention occurred where the lead was explanted and replaced to address the issue. The investigation did not determine which lead had migrated.

Event description:
Surgical intervention occurred where the lead was explanted and replaced to address the issue.